Event description:
Hcp reported the patient complained about receiving surges of stimulation that would drop the patient to their knees. Impedances were fine. The battery was not depleted. The device was explanted and returned to the manufacturer for analysis.

Manufacturer narrative:
H6: final device analysis results revealed no anomaly- normal device function.